Manufacturer narrative:
Additional information was requested and the following was obtained: what was the name of the initial procedure? Procedure is vats esophagectomy. Where was the needle grasped during use (middle, swage, tip)? ¿no information. What size was the needle piece that broke off (in cm)?...about 1.5cm. Do you have the needle pieces for evaluation?...yes. What are the patient age, weight, bmi?...no information but we know the patient is obese subject.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2016 and suture was used. During the procedure, the needle was broken at the middle when suturing the tunica muscularis to close the surgical wound of tunica muscularis. The broken piece remained in the tissue. It was searched for by using x-rays then was found about 1 hour later. It was removed successfully. At that time, the surgical wound was extended about 1 cm and surgery time was extended for 60 minutes. The physician opined a contributing factor was that the patient was obese and therefore it was hard to suture the tissue. The patient is currently in the hospital but has no problems. No further medical treatment is scheduled. Additional information has been requested.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.